Manufacturer narrative:
The reported events were dislodgement, high pacing impedance, and lead slack issue. As received, a complete lead was returned in one piece for analysis. The reported event of high pacing impedance was not confirmed. Visual inspection of the lead found helix was fully extended and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that a patient was admitted to hospital for heart failure. The atrial lead exhibited high pacing impedance, and it was verified via x-ray that the atrial lead was dislocated. On (B)(6) 2025, the physician had repositioned the atrial lead and it was not successful. The atrial lead was identified not firmly fixed and had been dislocated again. Finally, the physician had replaced and successfully implanted a new lead. The patient was stable throughout the procedure.